Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the subject was exited on (B)(6) 2016 as the patient was no longer available for follow-up. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving sufentanil (280.0 mcg/ml at an unknown dose), bupivacaine (14 mg/ml at an unknown dose), baclofen (1961 mcg/ml at an unknown dose), and prialt (5.2 mcg/ml at an unknown dose) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient reported increased thoracic pain on (B)(6) 2016. In (B)(6) 2016 the patient was referred to an orthopedic surgeon for evaluation of the worsening thoracic pain. A computerized tomography myelogram on (B)(6) 2016 gave results of a thoracic arachnoid cyst, so the patient was referred to a neurosurgeon and had surgery on (B)(6) 2016 for the removal of the arachnoid cyst. At that same time, she underwent removal of a catheter tip granuloma and adhesive scar tissue that were observed during the surgery. The patient spent 7 days in the hospital followed by 15 days at inpatient rehab. The patient subsequently underwent removal of her pain pump and catheter by the neurosurgeon on (B)(6) 2016. The entire system was explanted and not replaced. The event resulted in in-patient hospitalization. The outcome was unresolved at the time of study exit/death/study closure. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were reported.